Event description:
Pulse oximeter finger probe placed on patient and connected to adapter cable. No reading provided. Exchanged sticker on patient, still no reading. Exchanged cable and reading provided for spo2 [saturation of peripheral oxygen]. Cable failure caused delay in patient care. No known patient harm at this time.